Event description:
The patient stated that the healthcare provider (hcp) noticed the pump moving around in (B)(6) of 2014, it was now turned 45 degrees. The patient was going to have a new implant on (B)(6) 2015. The pump system was delivering fentanyl. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).